Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they experienced the high blood glucose. The customer's blood glucose was 407 mg/dl. The customer was using his old insulin pump right now and they were at the hospital and delivered 13 units of insulin but it said suspend delivery. The customer was assisted through manual bolus and bolus went through without alarms. The insulin pump will not be returned for analysis.